Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer found that both front screws were lost, causing the drawer to hit it when slammed shut, which ripped the sensor connector off the controller board. The field service engineer obtained two screws for the hard stop, remounted it, and replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: encompass health rehabilitation (B)(6).